Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it stopped working due to suspected fluid loss. A new malleable penile prosthesis was implanted. Following the surgery, the patient was fine.